Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the lab with no output and no telemetry. Device analysis found that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that there was no pacing, no telemetry, and difficulty interrogating the device. It was also reported that the device did not properly respond to the magnet test. The device was extracted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that there was no pacing, no telemetry, and difficulty interrogating the device. It was also reported that the device did not properly respond to the magnet test. The device was extracted and replaced. No patient complications were reported as a result of this event.